Event description:
The patient reportedly experienced intermittency followed by a loss of lock with his device. External equipment was exchanged and programming adjustments were made. Testing performed by a company representative showed that the device was functioning. A decision was made to explant the patient's device. The patient was reimplanted with another advanced bionics device.